Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 03/2020).

Event description:
It was reported that during dialysis catheter insertion, the tunneler component allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the residual proximal catheter attachment stub of (0.00 to 0.35) mm length and detached stub tip of (11.67 to 12.36) mm length to the arrow head base and 4.14 mm width at the fracture end. Further examination showed the fracture break profiles to match up. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during dialysis catheter insertion, the tunneler component allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the residual proximal catheter attachment stub of (0.00 to 0.35) mm length and detached stub tip of (11.67 to 12.36) mm length to the arrow head base and 4.14 mm width at the fracture end. Further examination showed the fracture break profiles to match up. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during dialysis catheter insertion, the plastic tip of the tunneler component allegedly broke. There was no reported patient injury.